Manufacturer narrative:
(B)(4). Blank fields on this form indicate the information is unknown, unavailable or unchanged. The event is currently under investigation.

Event description:
It is alleged that the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6). Dr. (B)(6) allegedly placed the filter. It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.

Manufacturer narrative:
(B)(4). Corrections: changed from adverse event to adverse event and product problem changed from serious injury to malfunction the event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 08/22/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to dvt and had a successful retrieval performed on (B)(6) 2016. Retrieval procedure notes stated 'tip and hook embedded in vena cava wall' but filter was captured including the distal filter legs. Plaintiff is alleging tilt, vena cava perforation.

Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating ¿tilt, vena cava peforation". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided. (B)(4). Evaluation - no information regarding the event was provided. The product was not returned to assist with the investigation. We have investigated based on the information received to date, and are closing the report until further information is received for investigation. Unable to comment on the alleged injury. There is no evidence to suggest the device was not manufactured according to specifications. If additional information is received, the report will be re-opened for further investigation.

Event description:
It is alleged that "the patient received a gunther tulip filter on (B)(6) 2007 at (B)(6) hospital in (B)(6)." It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have been requested, but have yet to be provided.